Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the infusion site was accidentally pulled out. Customer had low blood glucose levels. Reportedly, the customer has candy to stabilize blood glucose levels. Customer did not want to insert a new infusion set, and stated she will be using levemir for insulin therapy through the night. Customer was unable to provide infusion set MFR.